Manufacturer narrative:
Insulin pump received with currents within specifications. No blank display, lcd board was fine. However, the insulin pump had an intermittent button response, due to moisture damage on keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a blank display. It was also reported that if the act button is pushed it turns off the insulin pump. Customer's blood glucose level at the time 146mg/dl. Advised insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.